Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient also had a dilated cardiomyopathy, congestive heart failure and complete heart block. Upon opening the pocket site, a purulent material was noted. The pocket was debrided from the necrotic tissue and flushed with antibiotics solution. The patient was also treated with antibiotics ointment. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient also had a dilated cardiomyopathy, congestive heart failure and complete heart block. Upon opening the pocket site, a purulent material was noted. The pocket was debrided from the necrotic tissue and flushed with antibiotics solution. The patient was also treated with antibiotics ointment. There were no additional adverse patient effects reported. The rv lead was explanted.